Event description:
It was reported that this pacemaker device was surgically explanted due to having a premature battery depletion (pbd). The explanted device is expected to be returned. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was surgically explanted due to having a premature battery depletion (pbd). The explanted device is expected to be returned. Besides surgical intervention, no adverse patient effects were reported. At this time the product has been returned, a final report will be submitted upon completion of analysis. The device was returned, and analysis was completed, and the report is updated with the product investigation results.